Event description:
It was reported that the patient had ¿so many¿ urinary tract infections (uti) that her doctor sent her to an infectious disease doctor. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va009bl, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).